Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter experienced leakage from tubing. The following information was provided by the initial reporter: the nurse indwelled the 20g closed indwelling needle for the patient, and the blood returned to normal. He was preparing for the enhanced CT examination of the urinary system. After connecting the micropump, the flow rate was adjusted to 3ml/ h intravenous injection of high-pressure contrast agent, followed by CT examination was carried out normally. After the examination, the nurse found that the tube of the indwelling needle was broken, a small amount of medicinal liquid flowed out, and there was blood back at the needle. There is no abnormality in the skin, explain to the patient, and return the problematic product to the procurement office. This incident may cause insufficient dosage of high-pressure contrast injection during the patient's examination, resulting in unclear images, affecting the accuracy of image reports, and increasing the doctor's diagnosis of the disease difficulty.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter experienced leakage from tubing. The following information was provided by the initial reporter: the nurse indwelled the 20g closed indwelling needle for the patient, and the blood returned to normal. He was preparing for the enhanced CT examination of the urinary system. After connecting the micropump, the flow rate was adjusted to 3ml/ h intravenous injection of high-pressure contrast agent, followed by CT examination was carried out normally. After the examination, the nurse found that the tube of the indwelling needle was broken, a small amount of medicinal liquid flowed out, and there was blood back at the needle. There is no abnormality in the skin, explain to the patient, and return the problematic product to the procurement office. This incident may cause insufficient dosage of high-pressure contrast injection during the patient's examination, resulting in unclear images, affecting the accuracy of image reports, and increasing the doctor's diagnosis of the disease difficulty.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2110983. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Function test (45psi leakage test) is performed on retained sample of the complaint batch, the result is qualified, no leakage is found. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima-ii units.